Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 48/42 code h on the left side on (B)(6) 2007. Due to pain, metallosis and fluid, the patient underwent revision surgery on (B)(6) 2010.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).